Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china reported via national medical products administration (nmpa) reporting system that the glider of a bc190-05 flexitrunk nasal tubing 50 mm was broken. There was no reported patient involvement.

Event description:
A healthcare facility in china reported via national medical products administration (nmpa) reporting system that the blue hook line (glider) of a bc190-05 flexitrunk nasal tubing 50mm was broken. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject bc191-05 flexitrunk nasal tubing was not returned to fisher & paykel healthcare (f&p). Our investigation is thus based on the information, provided by the healthcare facility, and our knowledge of the product. Results: the healthcare facility has reported that the blue hook line (glider) of a bc191-05 flexitrunk nasal tubing was found to be broken before patient use. Conclusion: without the subject device being returned for evaluation, the exact cause of the reported event could not be determined. As part of the manufacturing process, each flexitrunk infant nasal tubing device undergoes visual inspection and leak testing. Devices that do not meet the specifications are rejected and not released for distribution. The user instructions which accompany the bc191-05 flexitrunk nasal tubing include the following: - "handle with care. Use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." - "disconnect the flexitrunk interface gently by twisting the connectors. Do not pull forcefully, as this may damage the tubing. Handle with care" - "use patient oxygen monitoring" additionally, a caution insert is included in the packaging to remind the user to take extra care when handling the bc191-05 flexitrunk nasal tubing. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval.